Event description:
Reportedly, the device did not retract properly when the trocar was inserted. This lead to an injury of abdominal wall. The surgeon converted the procedure to a laparotomy to detect if any internal injuries were present.